Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-06189 and 2134265-2009-06187. It was reported that post a drug-eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with chest pain and shortness of breath. Cardiac catheterization revealed thrombotic occlusion in the right coronary artery (rca) and the lesion was treated with a 2.5x24mm taxus express2 stent. Three days later, a 2.5x16mm taxus stent was implanted in the left anterior descending (lad) artery. Also during this procedure, an unspecified size taxus express2 stent was implanted in an unspecified vessel. The pt was on plavix for 6 months post procedure. Two years later, the pt suffered from a myocardial infarction due to in-stent thrombosis of the rca at the taxus stent. Add'l catheterization and further stenting of the rca and lad was also performed. No add'l pt complications were reported.